Event description:
It was reported that the e360 ventilator was displaying low fraction of inspired oxygen (fio2) alarm. The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service provider (sp) found o2 % displayed is too low as compared to the set value. The sp performed o2 sensor calibration and passed it. The unit is in working condition. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.